Event description:
It was reported that the arctic sun device was failing calibration for an error 93 (heater test- element 3 failure). Discussed that this was indicative of a failed heater. Stated they would order and replace the heater locally.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified as a heater failure. Discussed that this was indicative of a failed heater. Stated they would order and replace the heater locally. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as this is not an out-of-box failure. Corrections: d, e, f, g, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was failing calibration for an error 93(heater test- element 3 failure). Discussed that this was indicative of a failed heater. Stated they would order and replace the heater locally.